Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 4 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient was admitted to the hospital and found with moderate to severe paravalvular leak (pvl). The pvl was plugged and the pvl resolved to none. Additional information was received revealing the patient was presenting with shortness of breath. Additional information was received via medical records revealing the 23 mm sapien 3 ultra valve had been implanted successfully with only trace pvl. Approximately 2 years 3 months post tavr procedure, it was noted on transthoracic echocardiogram (tte) that the pvl had worsened from trace at the time of valve implantation to mild-moderate. Approximately 2 years 4 months post tavr procedure, the patient was admitted to the hospital to address their severe mitral regurgitation (mr) with a transcatheter edge-to-edge repair (teer) clip and to address their worsening pvl. Subsequently, it was found during their admission for the procedure to resolve their severe mr that the pvl had worsened to moderate to severe. The teer procedure was performed successfully with a non-edwards clip device and the pvl was treated with a non-edwards plug which helped to resolve the pvl from moderate to severe to trace.